Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The superior svc (superior vena cava) defibrillation cable developed a fracture at the first rib/clavicle location while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo.

Manufacturer narrative:
Concomitant product: 5076 lead, implanted: (B)(6) 2005.

Event description:
It was reported that the right ventricular (rv) lead being used for pacing and sensing was exhibiting high impedance and high thresholds and had possibly fractured. The lead was removed. Fracture was also reported on the rv lead being used for defibrillation. The lead was explanted and replaced. It was also reported that the right atrial (ra) lead was exhibiting high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.